Event description:
It was reported, the patient suffered a cerebrospinal fluid (csf) leakage during a trial implant procedure. The physician punctured the dura on the initial stick. The physician was able to place the lead and the patient is doing well.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.